Event description:
It was reported the epg (external pulse generator) had no output. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed all tests with no anomalies found. (B)(4).